Event description:
Removal of endosseous implant. Implant was placed on (B)(6) 2012 (type ii bone) in site # 25. Primary stability was achieved. Osseointegration was not achieved. An augmentation procedure was performed. The implant was removed on (B)(6) 2012 due to mobility. Med history: no significant findings.